Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10g19078 and h10i30048 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an unreported date, the patient experienced peritonitis. Further details, outcome, laboratory testing, treatment, and action taken with dianeal therapy were not reported. An opinion of causality was not provided. Further follow up was declined.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted.